Event description:
It was reported that the vns pt underwent generator replacement surgery due to generator end of service (eos). Product analysis confirmed that the battery was depleted. Additionally, analysis found that the supply current pulsing and out-of-limit current did not meet electrical test specifications due to an out of specification r35 resistor and transistor q10. Although results of the battery longevity prediction confirm that the eos condition was an expected event, the out-of limit current could potentially be a contributing factor to the eos, however, results of the battery longevity prediction confirm that the eos condition was an expected event.